Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of an air and blood leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at one side of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation pfa procedure, while flushing the catheter air was noted to be pulled into the sheath, and blood was dripping out of the hemostasis valve of the sheath. The sheath was exchanged with a non-abbott device (boston scientific faradrive sheath), and the procedure was completed with no adverse patient consequences.

Event description:
During a procedure, while flushing the catheter air was noted to be pulled into the sheath, and blood was dripping out of the hemostasis valve of the sheath. The sheath was exchanged with a non-abbott device (boston scientific faradrive sheath), and the procedure was completed with no adverse patient consequences.